Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported patient underwent transforaminal lumbar interbody fusion (tlif) surgery due to some unknown reasons. Intra-op, the tip of the driver broke off while trying to insert the screw. There is no fragment of the instrument remaining in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical hardness dimensional visual and optical inspection confirmed the inner shaft has been disassembled from the stop locking bushing pin being sheared off. The shaft will no longer stay in the sleeve. Optical inspection of the tip did not reveal any deformation or thread damage. Functional inspection with a mas screw confirmed the driver was able to engage and thread with no issues. It appears the bushing pin sheared off due to torsional overload during use. If information is provided in the future, a supplemental report will be issued.